Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported by the caller the physician determined the implantable neurostimulator (ins) was 'too big' for the patient. The patient, reportedly, complained the device site was 'hurting and rubbing' since it was implanted. It was stated the patient also experienced 'positional changes not comfortably allowing her to keep on at night.' The device was replaced with a smaller battery. No other information was provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).